Event description:
The customer observed false elevated alinity I stat high sensitive troponin-I results. Sid (B)(6) (female adult) at 5:18 am on (B)(6) 2026 was 422.9 ng/l. The patient was transferred to ICU department. A second sample was taken 10:13 same day and the result was 10.0 ng/l. The customer female troponin reference range is 14 ng/l and below. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, accuracy testing and labeling review of alinity I stat high sensitive troponin-I, reagent lot 80168ud00. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Ticket search by lot indicates that the reagent lot shows slightly higher complaint activity than expected, however no trend was identified for lot and issue. Accuracy testing was completed utilizing an in-house retained kit of lot 80168ud00 and panels which mimic patient samples. All specifications were met, indicating that the lot is performing acceptably. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, lot number 80168ud00, was identified.

Manufacturer narrative:
A1: patient identifier: complete sample ID is (B)(6). All available patient information was included; no additional patient information was available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number: 8p13 that has a similar product distributed in the us, list number: 4z21, with 510k/PMA/bla number: k202525.

Event description:
The customer observed false elevated alinity I stat highly sensitive troponin-I results. Sid: (B)(6) (female adult) at 5:18 am on (B)(6) 2026 was 422.9 ng/l. The patient was transferred to ICU department. A second sample was taken 10:13 same day and the result was 10.0 ng/l. The customer female troponin reference range is 14 ng/l and below. No impact to patient management was reported.